Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon would not remain inflated. The user reportedly noticed the inflation issue upon injecting 10cc of water into the device.

Manufacturer narrative:
Received 1 silicone catheter. The reported issue was confirmed; however the cause is unknown. Visual inspection noted a burst on the balloon with no missing pieces. The balloon's active length was found to be within specifications. No others defects were observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities. 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter balloon would not remain inflated. The user reportedly noticed the inflation issue upon injecting 10cc of water into the device.